Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2019-00814.

Event description:
It was reported that the patient underwent hip arthroplasty on an unknown date. Subsequently, the patient was revised due to an iliopsoas injury. During the procedure, the head and liner were removed and replaced. The surgeon noted that there wasn¿t an issue with any of the products.